Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation could not reproduce the problem, therefore it cannot be identified why the treatment was delivered outside the tolerance defined for the table longitudinal. The customer verified that imaging had confirmed that the patient was positioned correctly and that there was no mistreatment. If this issue were to re-occur there is the potential it could lead to mistreatment, however, it was not possible to reproduce the problem or confirm that the device malfunctioned as the alert message functioned correctly during repeated internal testing.

Event description:
The customer reported that an out of tolerance alert failed to alert the therapist. Based on the available information, there was no mistreatment in this case.